Manufacturer narrative:
(B)(4). A field service representative (fsr) was dispatched to the account. The fsr noticed that the internal monitor was disconnected, but it was enclosed by design. The fsr did not notice anything indicating fire or smoke. The fsr inspected the monitor and did not notice any burn, soot, or scorched marks. The likely source of the issue was the enclosed monitor. Customer complaint data was reviewed and no adverse trends were identified. The cell-dyn 1700 system operations manual was reviewed and was found to adequately address the issue. The risk management file indicates that system components are a potential source of burns, fire, or smoke. Controls in place to reduce the risk are covers, over-current protection, fusing, instructions, safety icons, and hazard warning labels. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Event description:
The account stated that the monitor on the celldyn 1700 analyzer made a popping sound and smoke came out of the top seam of the analyzer. The analyzer was subsequently unplugged. No one was injured.